Event description:
A customer reported to baxter (B)(4) that some cracks were noted on the light blue main body of the transfer set. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint was confirmed for damaged miniset mainbody. The root cause was not determined. A batch review for the manufacturing lot showed no related problems observed.